Manufacturer narrative:
This report is being submitted as follow-up no.1 to update section h3, to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The inspection of the returned sample found the device to be of normal product; therefore, it is not a reportable event. One tr band was returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or balloon. 9.5 ml of air was left in the balloon. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15 ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 13.5 ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction not foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band was not holding air and the facility had to use three. The first two wouldn't hold air. There was no hematoma. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 22 may 2023: there were three (3) bands total used on the same patient. The two that failed lost air immediately after putting them on the patient. The third band was able to reach hemostasis. The tr band are stored in the box in the supply room with all the other inventory. The amount of air or blood loss was unknown.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.